Manufacturer narrative:
Qn# (B)(4). One humidifier adaptor body was received for evaluation. No water reservoir was received for evaluation. The adaptor body was white, and the snap cap was clear. The number "46" was embossed in the plastic in the hollow of the adaptor body. The adaptor did not have a sleeve around the whistle area. No other visual defects were observed. The product drawing for 040 adaptor assembly was reviewed. The drawing shows the sleeve placement in relation to the other assembly components. The sleeve is intended to partially obstruct the gas flow upon escape from the whistle divot. In review of device history record for adaptor lot packaged with reported lot number 19b463: manufacturing event log showed no issues that may have contributed to the quality issue observed; process parameters were within specification; and package integrity tests were acceptable. Based on the investigation performed the reported complaint was confirmed. A non-conformance was opened to further investigate this issue.

Event description:
It was reported that the user noticed air was leaking from the humidifier adaptor during use on a patient. Therefore, the adaptor was replaced with a new one. No harm to the patient was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the user noticed air was leaking from the humidifier adaptor during use on a patient. Therefore, the adaptor was replaced with a new one. No harm to the patient was reported.